Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported their esprit v1000 ventilator was displaying only a white screen while attempting to power on. There was no indication of patient harm.